Event description:
It was reported that this lead was an attempted implant due to helix issues and it was difficult to position. Additionally, the lead was also exhibiting high pacing threshold measurements. A new lead was successfully implanted. The device is expected to return for analysis. No additional adverse patient effects were reported.